Event description:
Halfway through the consumer's injection, the needle retracted. The consumer contacted his doctor and went to get an x-ray and ultrasound, per the doctor's prescription. The consumer also saw a general surgeon for an x-ray the following day and the needle was not found. The consumer went to the pharmacy, who called bd and was informed this is a retracting needle. The consumer was informed of this and took the affected syringe apart and found the needle inside the syringe.

Manufacturer narrative:
A prepaid mailing label has been sent to the customer for return of the sample. If the sample is received, a supplemental report will be submitted upon completion of the investigation.